Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside of uterus') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, asthma, metrorrhagia, absence of menstruation, stress incontinence, overactive bladder, tonsillectomy, adenoidectomy and hysteroscopy. Concurrent conditions included urinary retention postoperative, depression, insomnia, hypertension, calculus in gallbladder and vaginal sling procedure. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: upon completion of the placement of the essure, the right fallopian tube essure was placed in its entirety within the tubal canal. There were no coils present. The left fallopian tube had three bands present during the placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: attempted into the uterine cavity was not successful. Catheter was being coiled in the endocervical canal; on (B)(6) 2008: unsuccessful distention of the endometrial cavity due to synechiae from prior ablation. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and medical records received: event added- "device dislocation". Incident category updated. Reporter information, patient details and product indication updated. Essure insertion date updated. Medical history and lab details added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.